Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 11, 2015. Based on qa assessment and a review of the manufacturing record in jd edwards, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon contacted the sales representative and reported several patients with corneal edema from the incision and several corneal burns. He asked about enlarging his incision as he felt the burns may have been caused by his surgical technique.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).